Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. When performing the visual inspection, the covering sleeve was removed to verify the presence of the plates, however, they were not returned. The trigger was tested several times, it performed as intended, the push rod has no structural anomalies. A manufacturing record evaluation was performed for the finished device 6l41311 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint cannot be confirmed. Since the device passed all visual and functional test, and considering that both plates were not returned, we can conclude that the device has no issue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the truespan 12 degree peektruespan second anchor didn't deploy and the trigger collapsed. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a video and two photos were provided. Upon visual inspection of the video, it was observed that while deploying the second plate, a portion of tissue entered inside the applier needle causing a mechanical obstruction. The two photos were reviewed, the needle at the moment of deploying the second plate was observed on both photos. A manufacturing record evaluation was performed for the finished device 6l41311 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the video and photos, this complaint can be confirmed. The root cause for the reported failure can be attributed to a little portion of tissue that was entered inside the applier needle causing a mechanical obstruction of the plate at the moment when it was going to be deployed, this obstruction and the force applied to the trigger are contributive factors of the broken trigger. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by the sales rep in india that during an anterior cruciate ligament reconstruction with meniscal repair procedure on 4/8/2021, it was observed that the second implant on the truespan 12 degree peek truespan device did not deploy and the trigger collapsed. Another like device was used to complete the procedure successfully. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the second implant on the truespan 12 degree peek truespan device did not deploy and the trigger collapsed. Another like device was used to complete the procedure successfully. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.